Event description:
The customer contact reported, the pt received more medication than intended. The pump was returned to the biomedical department with a report of "delivered a whole vial of medication." No specific pt info, pump programming, or event details were provided. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.